Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced a change in rate sensing/pacing impedances. An invasive procedure was performed and the physician identified an insulation problem with the transvenous defibrillation lead. The ICD was electively replaced. A new ICD and transvenous defibrillation lead were implanted.